Event description:
Pt admitted in 2005. Cc: shocked. ICD lead fracture with noise detection leading to multiple shocks, 14 inappropriate shocks. ICD lead impedance greater than 3000. Aicd turned off. His device was removed as a result of a generator safety notification recall.